Event description:
It was reported that the customer went to the emergency room (ER) for a blood glucose (bg) level of 365 mg/dl to high (specific bg value was not provided). Customer was treated with intravenous saline and nausea medication and was released from the emergency room 11 hours later with no permanent damage. It was determined that an occlusion alarm occurred. Customer attempted to resolve the occlusion by changing the pump supplies multiple times; however, the issue persisted, and customer ultimately reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.